Event description:
It was reported that one peg of the plate bender broke off. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Device is an instrument and is not implanted/explanted. Device is not distributed in the united states, but is similar to device marketed in the USA. The additional evaluation revealed that the investigation of the complained bending iron showed that one positioning pin is indeed broken off due to mechanical overloading. The broken surface itself is homogenous, which indicates material conformity. We can only assume that the plate was not inserted and positioned correctly. The applied mechanical force resulted in the breakage of the pin. Please note that this instrument is several years old (2005). A review of the device history records was performed and no complaint related issues were found.